Event description:
Per sales rep: 3 screws disassembled while inserting into patient. Proper blade was used, fragmented pieces were left in patient. All loose pieces are available to send back.

Manufacturer narrative:
Product investigation started, but not yet completed.